Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, five months and 17 days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve for an unknown reason. Treatment details were not reported. No additional adverse patient effects were reported.